Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that one infusion set came out and the next one had a bent cannula. The blood glucose reading was 485 mg/dl. The customer was advised on how to improve adhesion.